Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit for one patient. The initial result was 15 mg/dl, and the repeat result on another c 503 was 143 mg/dl. The repeat result was deemed to be correct. The customer found the initial result to be questionable and repeated it. The initial result was not released outside of the laboratory.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 882312; the expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were passing at the time of the event. There was no indication of a performance issue with the reagent or analyzer. The customer's centrifuge time may be too short, and the speed may be too high per the manufacturer's recommended guidelines. This can be consistent with pre-analytical issues. In the alarm trace report, there were alarms for abnormal aspiration, which can also be consistent with a pre-analytical issue. A field service engineer (fse) evaluated the instrument and did not find a root cause for the customer's issue. The instrument performance was verified, and the issue appears to be resolved. The investigation was unable to determine a direct root cause. The customer has not reported any further issues since the service visit was complete.